Event description:
A customer observed reproducible, false negative vitros hbsag results from a single pt tested on the vitros eci analyzer on multiples dates in 2008. Other hepatitis assays (including vitros hbeag) performed at the same time produced positive results for hepatitis b. False negative results could result in inappropriate physician action. There was no report of pt harm as a result of this event. Note: this form 3500a (MDR# 9680658-2008-00256) is four of five mdrs for this event. Five devices were involved. Five samples from the same pt were assayed to rule out the presence of an interferent. This report corresponds to ortho clinical diagnostics inc complaint number.

Manufacturer narrative:
The root cause of the false negative hbsag results was determined to be a mutant strain of hepatitis. The device labeling, located in the limitations section of the vitros hbsag instruction for use states: "hbsag results should only be used and interpreted in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to or infection with hepatitis b virus. Levels of hbsag may be undetectable both in early infection and late after infection. In rare cases, hbsag tests do not detect certain hbv mutant strains."